Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.

Event description:
The pt was implanted with a left ventricular assist device. The hospital staff contacted the MFR indicating that the pt called in the morning reporting red heart alarm while tethered to power module that lasted a few minutes. When assistance from the MFR's technical services, it was noted that the pt was using an old 12v pt cable. It was reported that the pt was inn-clinic and denied any symptoms or during the events that occurred at home. The pt's equipment was checked and a new cable was issued. It was reported that there were no alarms occurring even with manipulation of power connections and driveline. Red heart alarms, low speed hazard, and pump stoppage were noted. No other info was made available.